Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet bionic pancreas, described by the user as a normal low, with no alerts or alarms reported and troubleshooting and education completed. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included a follow-up call and case review; the user was unreachable and a message was left. Investigation of this case revealed no device malfunction or component issue based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.